Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were defective. Additional malfunctions include the 4 way valve was leaking, the tie wraps were installed, and the md hose clamp was installed.